Manufacturer narrative:
D4 - lot number: updated device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet solent omni catheter. The pump assembly and effluent/supply line were completely removed and missing from the returned device. The shaft, tip, and hub/manifold were visually examined for damage or any irregularities. The catheter shaft showed severe damage included multiple bends/kinks, buckling along the entire shaft and guide sheathe fracture. The device was received with a .035 glidewire advantage guidewire inside the device. The complaint was confirmed for guidewire issues related to severe shaft damage.

Event description:
It was reported that catheter stuck on wire. The target lesion was located at the left distal superior femoral artery (sfa). An angiojet solent dista catheter was advanced for thrombectomy procedure. During the procedure, the catheter became entrapped on a non-bsc guidewire. The catheter was unable to be removed so the patient was transferred from the vascular lab to a different room to perform a possible cutdown of bilateral groins. However, the physician was ultimately able to perform a controlled removal of the guidewire, catheter and sheath under general anesthesia without a cutdown. It was removed under fluoroscopic guidance. There were no patient complications.

Event description:
It was reported that catheter stuck on wire. The target lesion was located at the left distal superior femoral artery (sfa). An angiojet solent dista catheter was advanced for thrombectomy procedure. During the procedure, the catheter became entrapped on a non-bsc guidewire. The catheter was unable to be removed so the patient was transferred from the vascular lab to a different room to perform a possible cutdown of bilateral groins. However, the physician was ultimately able to perform a controlled removal of the guidewire, catheter and sheath under general anesthesia without a cutdown. It was removed under fluoroscopic guidance. There were no patient complications.